Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jul-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that they were having burning and stinging around the incision site of where the ins was implanted. The pt said that they saw their hcp today regarding the issue and they were told that they were still probably just healing but that they could call patient services to see if making therapy adjustments would possibly help to relieve the sensations. The patient said that they also had some pain up toward the bottom of their shoulder blade. The pt said that they were on group a and that if they laid down and turned the stimulation up too much, then they had tingling down their right leg and into their foot. The agent reviewed with the pt how to make therapy adjustments to the existing programming using their controller. The pt had groups a, b and c available. The pt said that they would try different settings to see if that would help relieve the sensations they were having. The agent redirected the pt to their hcp for further follow-up if needed. When asked for the event date, the pt said that the sensations started some on implant date and then progressed after that.